Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving an m31 air detected in cassette during fill of their pd therapy. The pd patient stated that she was unable to clear the alarm; therefore treatment was cancelled. The patient stated that upon re-setting up she encountered a heater bag not detected message during step three. The patient confirmed that there was fluid leaking from the cassette onto the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient has received a new cycler, which is working well, and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in four different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lots have been sold and distributed. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.